Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04460. The pt received two leads with different lot numbers. It was reported the pt's stimulation had changed, and she no longer had stimulation on her right side. X-rays identified one of the pt's leads had migrated. The physician attempted to surgically reposition the lead, but was unsuccessful; so a new lead was used to complete the procedure. It was undetermined which lead had the issue, so both leads will be reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.